Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer filled the cartridge with 480 units of insulin. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.